Manufacturer narrative:
The issue was resolved for the customer by providing feedback on options available regarding assistance with evaluating units to identify any necessary repairs and training for staff.

Event description:
It was alleged that a caregiver sustained an injury to their foot while trying to bring the stretcher out of neutral position. The employee was allegedly putting a large amount of force on the pedal (majority of their weight) and either the pedal gave way or the caregiver's foot slipped (not specified by the account) and the caregiver injured their foot. The injury was evaluated by a doctor who prescribed that the caregiver wear a boot and take time off of work.

Event description:
It was alleged that a caregiver sustained an injury to their foot while trying to bring the stretcher out of neutral position. The employee was allegedly putting a large amount of force on the pedal (majority of their weight) and either the pedal gave way or the caregiver's foot slipped (not specified by the account) and the caregiver injured their foot. The injury was evaluated by a doctor who prescribed that the caregiver wear a boot and take time off of work.